Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not working they changed it and then the insulin pump gave a calibration error alert. The customer stated that their blood value was 400 mg/dl. The customer treated with a bolus and declined troubleshooting for high blood glucose. The customer was advised about the proper calibration and insertion techniques. The customer removed the sensor. The sensor will be returned for analysis.